Manufacturer narrative:
The sample was received on (B)(4) 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A nurse was changing lines on a vasoactive infusion. She used a needleless access device used by the hospital. After making the change, the pt was noted to have a precipitous drop in blood pressure and heart rate. The nurse then noted that there was leaking at the site of the needleless access. Upon further investigation she found that the access device while appearing intact and screwing on to the needless port, was actually broken off and never made access to the needleless cap. Thus, the pt was not receiving any of the medication.